Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: medical record review: the patient underwent deployment of an inferior vena cava (ivc) filter on due to right lower extremity deep vein thrombosis that had developed during a hospitalization for pneumonitis and urinary tract infection. Due to the risk of aggressive anticoagulation, the ivc filter was placed via the left common femoral vein and deployed below the level of the renal veins with no evidence of immediate postprocedural complications. Approximately six years and two months post deployment, patient presented with flank pain. A CT abdomen and pelvis performed same day demonstrated several limbs of the ivc filter appeared to penetrate beyond the expected wall of the inferior vena cava greater than 3 mm; a couple of the limbs appeared to abut the adjacent duodenum; one limb passed posteriorly to the aorta and anterior to the aorta, and it was noted that several may be surrounded by an imperceptible envelope on the inferior vena cava. Approximately six years and five months post deployment, patient was scheduled for ivc retrieval. Patient underwent exploratory laparotomy with extensive adhesiolysis and open inferior vena cava filter removal with vena cava repair. The surgeon noted that the ivc filter had tilted since placement and that the sharp filter legs had protruded through the lumen, penetrating the superficial aspects of the duodenum, aorta and posteriorly the spine, which has been causing her significant pain. Intraoperatively, a couple of tines were found superficially in the wall of the duodenum and a tine was seen within the aortic adventitia as well as a tine was posterior. The filter was incredibly incorporated within the wall of the vena cava, and the surgeon utilized scissors and an elevator to free the embedded tines ¿ all filter elements were resected. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately six years and two months post deployment, the patient presented with flank pain. A CT demonstrated several limbs perforated the ivc. A couple of the limbs appeared to abut the adjacent duodenum, and additionally one limb passed posteriorly to the aorta and anterior to the aorta. Approximately six years and five months post deployment, the filter was removed via open ivc filter removal with vena cava repair. The surgeon noted that the ivc filter had tilted since placement and that the sharp filter legs had protruded through the lumen, penetrating the superficial aspects of the duodenum, aorta and posteriorly the spine, which has been causing significant pain. Intraoperatively, a couple of tines were found superficially in the wall of the duodenum and a tine was seen within the aortic adventitia as well as a tine was posterior. The filter was incredibly incorporated within the wall of the vena cava, and the surgeon utilized scissors and an elevator to free the embedded tines. Therefore, the investigation can be confirmed for filter tilt and perforation of the ivc. However, the investigation is inconclusive for limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the ivc filter perforated, migrated outside of the ivc, and detached. Furthermore, the patient allegedly experienced pain. The device and filter struts were removed via an open abdominal procedure. The current status of the patient is unknown.